Manufacturer narrative:
Due to a prior serial number correction, a correction of mfg date is required.

Event description:
While connected to a pt, the customer rpt's that the pt range selector was loose rendering the switch inoperable. There was no pt injury. The fse was dispatched and repaired the unit at the customer site.